Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles/gaps in the tubing after each supply change. Reportedly, the customer successfully primed the tubing to remove the air. The customer's blood glucose level ranged from approximately 250 mg/dl to 300 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer does not perform the air removal step.